Event description:
It was reported that md inserted sheath via femoral artery. "The iab was still in the tray and was zeroed. The one-way valve was attached and a vacuum was pulled on the iab. As the clinician took the catheter out of the tray he noticed that the balloon was a little unwrapped at the distal end. The clinician pulled a vacuum on the iab and tried to insert the catheter through the sheath. It was not possible to insert the catheter. The inner lumen broke during this try. The iab with the sheath were removed as one piece. Due to the patients health, it was decided not to implant another catheter." There were no reported patient complications. A follow-up report will be filed if more information becomes available.